Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included surgery on (B)(6) 2015 and vomiting. Patient had took over the counter sleeping pills from (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 4 days after insertion of essure. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In (B)(6) 2015, the patient experienced rash generalised ("rashes or skin conditions type: rash on body"), hypersensitivity ("severe sensitivity to things"), contusion ("bruising"), petechiae ("petechial / petechin") and vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2015, the patient experienced urinary retention ("bladder or urinary problems or changes I wasn't able to completely void") and depression ("neurological conditions or problems type: depression"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches") and drug hypersensitivity ("allergic or hypersensitivity reaction type: sensitive to products and medication"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, alopecia, vaginal haemorrhage, menorrhagia, rash generalised, hypersensitivity, contusion, petechiae, urinary retention, migraine, headache, nausea, depression, dysmenorrhoea, dyspareunia, vision blurred, diarrhoea, drug hypersensitivity and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, contusion, depression, diarrhoea, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, petechiae, rash generalised, urinary retention, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2015. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: nausea, headache, depression, abdominal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs received : event I wasn't able to completely void was added. Updated the dob as per source document. Reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6)2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). In (B)(6) 2015, the patient experienced rash generalised ("rashes or skin conditions type: rash on body"), hypersensitivity ("severe sensitivity to things"), contusion ("bruising"), petechiae ("petechial") and vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and depression ("neurological conditions or problems type: depression"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches") and drug hypersensitivity ("allergic or hypersensitivity reaction type: sensitive to products and medication"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, alopecia, vaginal haemorrhage, menorrhagia, rash generalised, hypersensitivity, contusion, petechiae, bladder disorder, urinary tract disorder, migraine, headache, nausea, depression, dysmenorrhoea, dyspareunia, vision blurred, diarrhoea, drug hypersensitivity and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, contusion, depression, diarrhoea, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, petechiae, rash generalised, urinary tract disorder, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter and patient demographics were added. Added suspect drug indicating. On (B)(6) 2015, she implanted essure (previously reported as (B)(6) 2015). Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: sensitive to products and medication, rashes or skin conditions type: rash on body, severe sensitivity to things, bruising, petechial, bladder or urinary problems or changes, migraines / headaches, nausea, neurological conditions or problems type: depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: blurry vision, gastrointestinal or digestive system condition type: diarrhea, abdominal pain, did you undergo an essure confirmation test. Added onset dates of events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.